Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. As the device was not returned, an evaluation could not be performed. As medical records were not provided, a review could not be performed. No images or photos have been made available to the manufacturer. The device was not returned. Images and medical records were not provided. The complaint investigation is inconclusive for the reported detachment. Based upon the available information, the definitive root cause is unknown. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. He information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown time post vena cava filter deployment, the filter was alleged to have detached. Patient status was not provided. No additional information regarding the event was received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and three months post filter deployment, patient developed pericardial effusion. It was quite possible that this fragment could have fractured and impaled the patient¿s right ventricle. Approximately seven years and two months later, computed tomography revealed infrarenal bard g2 filter with apex embedded along the right anterior wall. There was severe multifocal penetration into the adjacent vertebral body, retroperitoneum, aorta and psoas muscle. There were multiple fractures that included one previously fractured arm embedded along the posterior inferior vena cava. There was prior fracture and embolization of one filter arm which was seen in the right ventricle. This fragment pierced through the right ventricle and pericardium, but there was no hemopericardium or pericardial effusion. The right ventricle fragment also explained some of the patient¿s chest pain over the years. Subsequently, next day complex inferior vena cava filter retrieval was attempted. Two arms were previously fractured and remained embedded along the inferior vena cava wall. Radiographs of the chest demonstrated a single previously fractured filter arm that projected over the right ventricle. Under the ultrasound-guidance, the right internal jugular vein was accessed with a micropuncture kit. Over an amplatz wire, a 14-french cook sheath was placed in the inferior vena cava at the level of the filter apex. Inferior vena cavogram demonstrated no acute thrombus. The filter was tilted with apex towards the right. There was multifocal filter component penetration. Rigid forceps were advanced and used to dissect free the embedded filter apex. With the apex gently grasped with the forceps, the sheath was advanced over the upper filter, and the filter body was then extracted through the sheath. The sheath was advanced over the upper portion of the filter arm which was then extracted through the sheath. The rigid forceps were re-inserted again and in the same fashion used to extract the second fractured filter arm. After two months and ten days, the patient reported to the hospital for removal of inferior vena cava filter component from right ventricle using anterior mini thoracotomy. Using fluoroscopic guidance, the foreign body in the right ventricle was identified. A single 4-0 prolene suture was placed around the area of the exit site from the right ventricle, and as the foreign body was removed, the prolene was tied down. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. ( expiry date: 03/2009),

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that a filter limb detached, filter limb(s) were perforating into organs and the patient experienced bleeding. The filter was removed percutaneously. Approximately nine years eight months post filter deployment the detached filter limb was removed from the heart via an open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with sustained trauma from a motor vehicle accident had a vena cava filter deployed below the level of the renal veins. Approximately nine years and six months post filter deployment, reviewed imaging showed an infrarenal filter with the apex embedded along the right anterior wall. There was multifocal penetration into the adjacent vertebral body, retroperitoneum, aorta and psoas muscle. There were multiple detachments with one arm embedded along the posterior inferior vena cava (ivc) and one arm embolized to the right ventricle (rv). There was no hemopericardium or effusion. The following day, the patient was scheduled for retrieval of the filter. Initial radiographs demonstrated two detached filter arms embedded along the ivc wall and a detached filter arm projecting over the rv. The right internal jugular vein was accessed and an inferior venacavagram demonstrated a tilted filter with the apex towards the right and multifocal filter component penetration. Subsequent imaging demonstrated complex filter retrieval and retrieval of the two detached filter arms in the ivc using rigid forceps. A post retrieval inferior venacavagram demonstrated focal stenosis at the site of the prior filter implantation and balloon venoplasty was performed for the area. Completion venacavagram demonstrated improvement in the caval stenosis. The patient tolerated the procedure well. There were no immediate complications. Approximately two months post filter retrieval, a mini thoracotomy was performed and the detached filter arm in the rv was removed. There was almost no blood loss. The patient was in stable condition at the conclusion of the procedure. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc, tilted filter, detached filter limbs, and removal difficulties. Per the medical records, the filter was likely difficult to remove due to the perforated filter limbs, and the tilted filter with the apex imbedded in the ivc wall. It is unknown why the filter became tilted and perforated the ivc wall. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown time post vena cava filter deployment, the filter was alleged to have detached. Patient status was not provided. No additional information regarding the event was received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that a filter limb detached, filter limb(s) were perforating into organs and the patient experienced bleeding. The filter was removed percutaneously. Approximately nine years eight months post filter deployment the detached filter limb was removed from the heart via an open chest procedure. The status of the patient is unknown.